Event description:
It was reported that dosing on an ilet system paused due to a continuous glucose monitor (cgm) data interruption while the user was wearing a libre 3 plus sensor, with an on-screen prompt to connect cgm or enter bg; during the call the cgm connection re-established and the ilet resumed displaying glucose. User experienced a blood glucose peak of 210mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and the user will monitor for any further cgm pairing interruptions. Investigation of this case revealed a temporary cgm signal loss with subsequent successful re-pairing, without device malfunction noted in the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm communication disruption.